Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was inoperable and could not be repaired with trouble shooting efforts. Technical service (ts) reviews the clinical programmer (cp) logs confirmed that the patient's ipg entered into service app mode. The cp displayed the error message "cannot connect to generator", "a problem was found with the ipg that could not be repaired." Recovery attempts were unsuccessful. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient's ipg was no longer communicating with external devices. The patient reported undergoing an unrelated procedure wherein the patient's ipg was not placed in surgery mode. Trouble shooting was undertaken with an abbott representative wherein the representative's programmer was not able to connect to the ipg and displayed the message "generator could not be repaired".

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the ipg was recovered at an unknown date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.